Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances and a return of pain. Battery was previously interrogated at last office visit. Patient did not charge battery because it was not working so rep was unable to interrogate the battery. Hcp replaced the cervical paddle lead and prophylactically elected to upgrade her battery since was already opening up incision. Lead placed appropriately and connect to new battery, all impedances within normal limits. The device revision resolved the reported issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 21-sep-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain, high impedance, and loss of stimulation. The patient was receiving oor messages on the controller and was unable to program any usable stimulation. An impedance check revealed that all 16 contacts were greater than 40,000. Troubleshooting steps included interrogating the device and attempting programming. A lead revision is planned for a future date. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.